Manufacturer narrative:
A sample device was not returned for analysis,the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced significant corneal edema. Additional information was requested.